Manufacturer narrative:
The reported event of debris coming from the device confirmed. During inspection it was found debris was coming from the top of the attachment. Based on the care instructions debris can be the result of cleaning habits. Device was placed in parts retention.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the duraguard has debris. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.